Event description:
It was reported through the article ¿ICD lead mechanical interference from left ventricular assist device¿ that the heartmate 3 may be associated with electromagnetic interference (emi) and mechanical interference in patients with implantable cardioverter defibrillators (icds). The heartmate 3 may also be associated with aortic/mitral regurgitation. This article was a case study of a 73-year-old patient that had presented to the hospital with frequent alarms from their pacemaker/defibrillator. The patient had a history of chronic ischemic cardiomyopathy, heart failure with reduced left ventricular (lv) ejection fraction requiring ICD insertion, and presence of left bundle branch block with upgrade to cardiac resynchronization therapy (crt) defibrillator. Within 3 days of heartmate 3 lvad implantation, atrial pacing was reduced to 1% to 2%. The right ventricular (rv) lead threshold had increased with noncapture at 8 v at 1 millisecond, which was thought to be from microlead dislodgement and/or infarct/scar post-lvad implantation and required reprogramming to minimize v pacing. Crt defibrillator interrogation revealed atrial sensed and ventricular sensed rhythm with measured rv amplitude of 2.9 mv and severely reduced rv lead impedance. Otherwise, interrogation showed a normal functioning device. It was also noted that while the patient was laying on their left side, a cyclic mechanical noise was heard on the ICD. Diagnosis for this case included oversensing from the ICD from emi due to lvad mechanical interference only during the left lateral decubitus position. This was thought to be due to closeness of rv lead to the lvad when the patient was in that position. Abnormal lab results included hemoglobin at 7.6 g/dl (this patient's baseline was 8-9 g/dl). An echocardiogram (echo) revealed a severely dilated left ventricle with end-diastolic dimension 7 cm, severely reduced lv ejection fraction <20%, mild aortic regurgitation and moderate mitral regurgitation. The echo indicated normal rv size and function. Chest radiograph showed the ICD lead in rv apical septal position, immediately across from the lvad. ICD alarms were managed with ICD reprogramming to minimize rv pacing and turn on lv lead for backup pacing. The channel noise was thought to be from mechanical interference, not emi as it was not continuous but cyclical and related to the patient's position. This is a complication that must be kept in mind while implanting icds in patients with an lvad. Further studies would be needed to evaluate the incidence of mechanical permanent pacemaker/ICD interference from lvads.

Manufacturer narrative:
B5:specific patient information and device serial number are documented as unknown. Details are listed in the article. Device was implanted at time of event. Date of event has been entered as the date of publication 19mar2025 since the date of data collection was not provided. Department of cardiovascular diseases, lehigh valley health network, allentown, pennsylvania, USA mahajan p, joshi a, al-mohamad t, coll r, cossu sf. ICD lead mechanical interference from left ventricular assist device. Jacc: case reports. 2025;30(6). Https://dialog.proquest.com/professional/docview/3166317801?accountid=152602. Doi: http://dx.doi.org/10.1016/j.jaccas.2024.102958. No further information provided. A supplemental report will be submitted once the manufacturer investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the heartmate 3 left ventricular assist system (lvas) and the reported events could not be conclusively established through this evaluation. A specific cause for the reported interference could not be conclusively determined. No product was evaluated under this complaint. The heartmate 3 device serial numbers, as well as other specific case/patient information, are not available. A review of the relevant sections of the device history records could not be performed as the serial number of the device was not communicated/identified. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) and the heartmate 3 lvas patient handbook are currently available. The current revisions of the IFU and patient handbook can be found on the eifu page of the abbott website. Section 1 of the IFU, ¿introduction,¿ lists potential adverse events that may be associated with the use of the heartmate 3 lvas. This section, as well as section 6 of the IFU, ¿patient care and management¿, instruct the user to notify appropriate personnel if there is a change in how the pump works, sounds, or feels. Section 4 of the IFU, "system monitor", and section c, "safety testing and classification", state that use of equipment and supplies, other than those specified in this manual or sold by abbott for replacement parts, may affect the electromagnetic compatibility of the lvas with other devices, resulting in potential interference between the lvas and other devices. Section c also states that the heartmate 3 lvas can generate, use, and radiate radio frequency energy and, if not installed and used in accordance with the instructions, may cause harmful interference to other devices in the vicinity. However, there is no guarantee that interference will not occur in a particular installation. If this equipment does cause harmful interference to other devices, the user is encouraged to try to correct the interference by reorienting or relocating the equipment, increasing the separation between the equipment, or consulting abbott for assistance. Section 5 of the IFU, ¿surgical procedures¿, explains that moderate to severe aortic insufficiency must be corrected at the time of device implant. This section also states that if the aortic insufficiency is not addressed, the device will not be able to provide the intended flow. Section 6 of the IFU, "patient care and management," warns the user that if a patient receives a heartmate 3 pump and has a previously-implanted device that is found to be susceptible to electromagnetic interference, programming could be affected. Section 1 of the patient handbook, ¿introduction¿, and section 4 of the patient handbook, ¿living with the heartmate 3¿, state to call your hospital contact right away if you notice a change in how your pump sounds, feels, or works. Even small changes should be reported. Section 8 of the patient handbook entitled ¿handling emergencies¿ explains to ¿call your doctor right away if you notice a sudden change in how your pump is working (even if there is no alarm). Remember, you know best what is normal for you and your pump.¿ the patient handbook also instructs the user to call their hospital contact if the user thinks, for any reason, any portion of the equipment is not functioning as usual, is broken, or the user is uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.